Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during an implant procedure after closing the pocket out of range shock impedances were noted. The physician elected to re open the pocket and check the lead connection. After reconnection the lead to the device the measured impedances were stable. After closing the pocket again out of range shock impedances presented once again. Technical services discussed performing provocation maneuvers to further access lead integrity, as well as checking each of the shock vectors. It was noted that the shock impedances were normal in all shock vectors. No noise was observed. The lead was disconnected and reconnected once again and pocket manipulation showed acceptable shock impedances in the triad configuration. The physical elected to close the pocket. The procedure was completed with no further out of range measurements. A loose setscrew or loose connection was suspected. No adverse patient effects were reported. The system remains implanted.